Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify breaks/fractures at tip. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window as intended. There are no signs of breakage along length of fiber. Based on the device analysis, the product complaint "fiber tip broke" could not be confirmed. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during prostate procedure at 170,255j and 18:11 mins of use, fiber tip broke. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with an alternative method, transurethral resection of the prostate (turp). There was no injury to the patient reported due to this event.

Event description:
It was reported during prostate procedure at 170,255j and 18:11 mins of use, fiber tip broke. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with an alternative method, transurethral resection of the prostate (turp). There was no injury to the patient reported due to this event.